Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the indication for implantation of transvaginal mesh in this patient? Stress incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2006: underwent trans-obturator tape (uretex tot) insertion under general anesthesia. Complications post uretex tot implant placement in 2009: recurrent urinary incontinence and trans-obturator tape mesh erosion and hispareunia - discussed about surgery for mesh erosion and recurrent urinary incontinence per pfs ¿outcome attributed to the mesh includes pain, erosion, urinary problems and vaginal scarring¿ . In 2010: complaints of recurrent urinary incontinence and tot mesh erosion and hispareunia who is here for surgical correction. Mesh revision surgery: underwent burch urethropexy, cystoscopy and vaginal mesh excision for recurrent stress incontinence and vaginal mesh erosion under general anesthesia .following mesh revision surgery, she did not develop serious complications and did not undergo any additional surgery.